Event description:
On (B)(6) 2009, the pt reported there are "pixels" missing from the upper left side of the screen of his insulin infusion device. He stated his device has not been dropped or exposed to water. He is using the proper battery with the proper battery setting. He stated he has changed the battery several times but the issue persists. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.